Event description:
Boston scientific received information that both shock and left ventricular (lv) lead impedances jumped out of range and returned to normal range. The patient had been undergoing an ablation at the time of the high impedance measurements. No adverse patient effects were reported. This device remains in service.

Event description:
Boston scientific received information that both shock and left ventricular (lv) lead impedances jumped out of range and returned to normal range. The patient had been undergoing an ablation at the time of the high impedance measurements. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.